Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram ( tee) indicated moderate-severe paravalvular leak (pvl). The valve was reported to be fully expanded. A balloon aortic valvuloplasty (bav) was performed that dislodged the valve into the ascending aorta. The valve was left implanted and a second transcatheter valve was implanted in the aorta. No adverse patient effects were reported.